Event description:
The reporter stated that he did back to back blood glucose tests, one after the other, using different finger sticks and strips. The results were 110, 143 and 125 mg/dl. He did not have any symptoms. A controll test was done, but results were not given. On follow-up, the life-scan representative reviewed qc procedures, discussed a1c tests , and meter/lab testing with the reporter's wife in the reporter's absence.